Event description:
During a laparoscopic tubal ligation the dr had difficulty disengaging the falope-ring band from the applicator. This resulted in the dr nicking the fallopian tube, causing bleeding. Problems persisted and the band never deployed. The dr eventually cauterized the fallopian tube and spent an additional 45 minutes controlling the bleeding.